Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a transray plus balloon catheter was inserted in a patient to be used with the cardiosave intra-aortic balloon pump (iabp). However, the iabp generated an autofill failure and was unable to start. The iabp was not used because the patient¿s blood flow was maintained by percutaneous cardiopulmonary support (pcps). There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue and determined that k10 valve had an open/close failure. Subsequently the fse replaced the pneumatic module assembly and performed all functional and safety tests, which passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that a transray plus balloon catheter was inserted in a patient to be used with the cardiosave intra-aortic balloon pump (iabp). However, the iabp generated an autofill failure and was unable to start. The iabp was not used because the patient¿s blood flow was maintained by percutaneous cardiopulmonary support (pcps). There was no patient harm and no adverse event was reported.